Event description:
It was reported that the device was too hot at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. No further information was provided by the user facility.